Event description:
The third party service agent contacted physio control to report that their customer device could not complete it's boot up cycle during the initial power on and also illuminated the service led. The above event is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The third party service supplier verified the reported issue. The cause of the issue was isolated to the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified. H3 other text : device evaluated by the third party agent.

Manufacturer narrative:
(B)(4). A third-party service agent performed the initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third party service agent contacted physio control to report that their customer device could not complete it's boot up cycle during the initial power on and also illuminated the service led. The above event is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.